Event description:
During an unk procedure, could not load clip completely. Then, clip was malformed after firing. Another like device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
A1, 2, 3, 4; b3, 6, 7; d11:information was not provided by the affiliate. D4; h4, 6: information anticipated, but unavailable at this time.